Event description:
According to the reporter during a single-port video-assisted thoracoscopic right upper lobectomy for lung cancer with right upper w edge resection, the device was unable to cut lung tissue. It was noted that there was delayed patient surgery. The device was replaced with a new one. The procedure was prolonged by approximately 15 minutes. There was no patient injury. Medtronic's initial evaluation of the incident device found sheared teeth were visible on the firing rack at site of initial firing post clamp up.

Manufacturer narrative:
D10 concomitant products: unknown egia su, unknown endo gia sulu (lot#:unknown) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information r egarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that the sheared firing rack teeth was damage. The product analysis noted evidence that the device was not used as intended. This issue may occur in any of the following circumstances, firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. Attempting to fire a reload that is in interlock. In each circumstance, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: always inspect the tissue thickness and select an appropriate staple size prior to application of the devices. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. When using the stapler more than once during a single surgical procedure, be sure to remove the empty reload and load a new one. A safety interlock is provided that prevents an empty single use reload from being fired a second time. Do not attempt to override the safety interlock. Overriding the safety interlock will cause device malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.